Event description:
It was reported that fluoroscopy revealed externalized conductors. No electrical anomaly was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasions were found at 12.5cm - 13.9cm and 15.8cm - 17.0cm from the distal tip, consistent with lead friction to another implanted device or feature of the heart. The etfe coating was intact.